Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2013 for permanent sterilization. On (B)(6) 2013 essure was placed on right side and on (B)(6) 2013 essure was placed on left side. Following the implant, she began suffering from pain; hair loss; tooth loss; fatigue; joint pain; irregular and/or prolonged menstruation; severe menstruation pain; heavy, abnormal menstruation; pain during intercourse; severe abdominal pain; severe back pain; cramping; bloating; depression; and weight fluctuation. At that time, she and her physicians did not attribute these symptoms to the essure. On (B)(6) 2016 she underwent a bilateral salpingectomy and during surgery, physician discovered that the essure had perforated the uterus company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted. Three years later, she underwent a bilateral salpingectomy and during surgery, physician discovered that the essure had perforated the uterus. This event is anticipated according to reference safety information for essure. The mechanism and circumstances of this event was not informed. However, considering its nature, causal relationship with essure device cannot be excluded. As device removal was required, this case is regarded as incident. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure had perforated the uterus, perforation (uterus)") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dental caries in 2010, toothache in 2010, blood pressure systolic increased in 2010, depression in 2010, uti in 2010, fetal distress in 2010, cesarean section, tonsillectomy and c-section. Concurrent conditions included nonsmoker, alcohol use, drug allergy, cholelithiasis since 2015, lower abdominal pain since (B)(6) 2015, nausea since (B)(6) 2015, umbilical hernia repair since (B)(6) 2015, hemorrhagic cyst since (B)(6) 2016, cholecystectomy since (B)(6) 2015, ehlers-danlos syndrome since 2014, joint pain since 2014, fibromyalgia since 2014, arthritis since 2014 and tobacco user. Concomitant products included evra (ortho evra) from 2010 to 2012 for birth control and irregular periods as well as aciclovir (acyclovir [aciclovir]), aciclovir (zovirax), amoxicillin, anaesthetics (anesthesia), azithromycin, benzonatate, bromophen, buspirone, ciprofloxacin (cipro), clindamycin, cyclobenzaprine, diazepam, diclofenac, doxycycline, duloxetine, duloxetine hydrochloride (cymbalta), epinephrine, estradiol from 2010 to 2012, ferrous sulfate, fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone, hydroxyzine hydrochloride (vistaril), ibuprofen, meclozine hydrochloride (meclizine hydrochloride), medroxyprogesterone, meloxicam, methylprednisolone acetate (depo-medrol), metronidazole, naproxen, nitrofurantoin, ondansetron (zofran), oxycocet (percocet), oxycodone, pantoprazole, paracetamol (tylenol), prednisone, promethazine, salbutamol (ventolin), sulfamethoxazole and venlafaxine (effexor). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 5 days after insertion of essure, the patient experienced procedural complication ("not tolerate the procedure well"). In (B)(6) 2014, the patient experienced the first episode of depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("severe menstruation pain, dysmenorrhea (cramping)"), menorrhagia ("heavy, abnormal menstruation, abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: cyst"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus") (seriousness criterion intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), tooth loss ("tooth loss"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), abdominal pain ("severe abdominal pain / cramping"), back pain ("severe back pain"), abdominal distension ("bloating"), the second episode of depression ("depression") and weight fluctuation ("weight fluctuation"). The patient was treated with medroxyprogesterone acetate (depo-provera), surgery, surgery (endometrial ablation) and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the uterine perforation, uterine haemorrhage, pelvic pain, alopecia, tooth loss, fatigue, arthralgia, menstruation irregular, dysmenorrhoea, dyspareunia, abdominal pain, back pain, abdominal distension, the last episode of depression, weight fluctuation, device expulsion, cyst and procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, cyst, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstruation irregular, pelvic pain, procedural complication, tooth loss, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: the device was deployed and good placement achieved and 5 coils were easily visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2015, abdominal CT scan showed cholelithiasis, right lower lobe pneumatocele with questionable superinfection versus chronic thickening of the inferior wall of the pneumatocele. On (B)(6) 2016, surgical pathology report showed 3.8 cm in length x 0.2 cm in diameter portion of silver metal wire with silver metal coil. Part 2- right side: also received is a detached 7.1 cm in length x up to 0.8 cm in diameter purple-gray portion of fallopian tube containing a moderately distorted 9.1 cm in length x 0.1cm in diameter segment of coiled silver metal wire. Additionally received are two portions of coiled silver metal wire ranging from 0.7 cm in length to 1.4 cm in length and averaging 0.2cm in diameter. On (B)(6) 2016, surgical pathology report : pathology: diagnosis: 1) left fallopian tube and essure device, salpingectomy: fallopian tube without significant pathologic change. Essure device (gross exam only). 2) right fallopian tube and essure device, salpingectomy: fallopian tube without significant pathologic change. Essure device (gross exam only). 3) endometrial curetting: mixed endometrium with proliferative and early secretory patterns. Negative for atypia or malignancy. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming menorrhagia), pelvic pain, joint pain, depressed, uterine perforation as left coil perforated uterus and did not tolerate the procedure well. The patient did not tolerate the procedure well and only the right fallopian tube was cannulated with the essure device. She was then consented for attempt at left fallopian tube essure placement under general anesthesia with possibility of laparoscopic tubal ligation. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: follow up 2, 3 and 4 processed together : medical records and plaintiff fact sheet received : new medically confirmed reporter, patient demographic information, concomitant diseases, historical conditions, treatment medication, new events uterine haemorrhage, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migration of essure device location of device: uterus, pain, perforation (uterus), psychological or psychiatric problems condition: depression, reproductive system disorder or condition type of disorder or condition: cyst added as events on 27-feb-2018: follow up 2 and 3 processed together : medical records and plaintiff fact sheet received : on 27-feb-2018: follow up 2, 3 and 4 processed together : medical records and plaintiff fact sheet received : incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information received on 17-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted. Three years later, she underwent a bilateral salpingectomy and during surgery, physician discovered that the essure had perforated the uterus. This event is anticipated according to reference safety information for essure. The mechanism and circumstances of this event was not informed. However, considering its nature, causal relationship with essure device cannot be excluded. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.